Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak occurred five minutes after initiation of the patient's hemodialysis (hd) treatment. The cm stated an alarm yellow notification appeared on the screen and was able to reset. A second blood leak red notification appeared and was able to reset but a visible two centimeter blood leak was noticed on the header of dialyzer. The staff immediately stopped treatment and disconnected the outflow from dialyzer. Hemastix blood test strips tested positive two times for the presence of blood. The extracoporeal blood was not returned to the patient. The total blood loss was 150 ml. The charge nurse (cn), doctor, clinic manager and biomedical technician were notified. A new dialyzer and tubings were changed and treatment was resumed using a different fresenius hd machine. The dialyzer sample was no longer available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak occurred five minutes after initiation of the patient's hemodialysis (hd) treatment. The cm stated an alarm yellow notification appeared on the screen and was able to reset. A second blood leak red notification appeared and was able to reset but a visible two centimeter blood leak was noticed on the header of dialyzer. The staff immediately stopped treatment and disconnected the outflow from dialyzer. Hemastix blood test strips tested positive two times for the presence of blood. The extracoporeal blood was not returned to the patient. The total blood loss was 150 ml. The charge nurse (cn), doctor, clinic manager and biomedical technician were notified. A new dialyzer and tubings were changed and treatment was resumed using a different fresenius hd machine. The dialyzer sample was no longer available to be returned for evaluation. Additional information was requested but was not received to date.